Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 5 years and 6 months following the implant of a transcatheter aortic valve, valve stenosis was identified.

Event description:
It was reported that (B)(6) following the implant of a transcatheter aortic valve, valve stenosis was identified. Additional information was received that the valve was mixed aortic stenosis and severe eccentric central aortic insufficiency directed anteriorly. A gradient was noted (33/15 mmhg). Patient symptoms were shortness of breath (sob) and fatigue. Planned intervention was to implant a 26 mm non-medtronic transcatheter valve inside the existing valve. Additional information was received that approximately 5 years and 9 months following the implant of the valve, the implant of the n on-medtronic transcatheter valve inside the existing valve was successfully performed.

Manufacturer narrative:
Updated data: b2. B5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b1, b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 5 years and 6 months following the implant of a transcatheter aortic valve, valve stenosis was identified. Additional information was received that the valve was mixed aortic stenosis and severe eccentric central aortic insufficiency directed anteriorly. A gradient was noted (33/15 mmhg). Patient symptoms were shortness of breath (sob) and fatigue. Planned intervention was to implant a 26 mm non-medtronic transcatheter valve inside the existing valve.

Manufacturer narrative:
Updated data: a4. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.